Manufacturer narrative:
The patient and device codes were coded by the manufacturer. During processing of this complaint, attempts were made to obtain complete event, patient, and device information. Study event. The device remains in the patient. The lot number was provided. A review of the finished device lot history record (lhr) did not reveal any non-conformities which could have contributed to this event.

Event description:
Device malfunction: none. Time of symptoms/ae: at the end of the procedure. Symptoms/ae: right upper extremity and right hand weakness. It was reported that at the end of a successful angioplasty and stenting procedure of a heavily calcified left common carotid artery, the patient experienced weakness in the right upper extremity and right hand. The patient was diagnosed with a stroke possibly embolic in origin. There were no other neurological deficits noted. The patient was observed overnight and significant improvement was noted. The patient was discharged to home the next day with outpatient rehabilitation. The patient's condition was continuing to improve. Though requested, no additional information was available.